Event description:
It was reported that during device change out, high hv lead impedance was observed. An acute bend on the proximal portion of the lead was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.